Event description:
It has been brought to manufacturer's attention that lyric device was removed after 8 wear days due to discomfort and ear irritation. Upon the removal the patient was reporting muffled hearing and significant right-sided tinnitus. Hcp observed significant off-white debris occluding ear canal, suspected possible infection. Patient was referred to ent before replacing right lyric. Follow up with the hcp has been initiated to acquire more information about the event.